Event description:
It was reported that the 2800 system would not boot up or fluoro. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the collimator I/c assembly. The collimator I/o assembly was replaced. The system was tested and found to be working as intended an placed back into service.